Event description:
It was reported that the customer had a lost sensor alert and a high blood glucose level of 441 mg/dl. Customer stated that he treated with the pump and the blood glucose level was caused by the meter and not the reading. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.